Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication a associated with use of the device.

Event description:
It was reported that during an embolization treatment, the embolization coil detached in the microcatheter during positioning. No harm to patient or secondary intervention was reported.

Event description:
It was reported that during an embolization treatment, the embolization coil detached in the microcatheter during positioning. No harm to patient or secondary intervention was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication a associated with use of the device.